Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive to the sleep/wake indent when the device was cool or at room temperature, requiring the user to warm the pump in hand or pocket before it would wake, and that the touchscreen responsiveness was reduced with occasional screen shutoff during use; the user could still silence alarms or announce meals after warming and reported no adverse glycemic impact. Symptoms included device unresponsiveness and reduced touch input responsiveness without hypoglycemia, hyperglycemia, injury, or hospitalization. Outcomes included a device replacement shipment and instructions for shutdown, return, and restart, with guidance to continue cgm use via app or receiver. Investigation included customer service troubleshooting and assessment of use conditions and device behavior, with collection of serial information and arrangements for return evaluation. Investigation of this case revealed a suspected hardware malfunction affecting the sleep/wake input and touchscreen responsiveness under cooler temperatures, consistent with a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction under environmental temperature conditions.